Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that battery was taking a long time to charge. There was no adverse impact to the customer's blood glucose. Tandem customer technical support provided messaging to have pump charging for 10-15 minutes per day to help keep pump from fully depleting.